Manufacturer narrative:
The reference c19249 has been allocated to this case by rayner. Opacification of the c-flex 570c iol was observed for the first time on (B)(6)2017, nearly 10 years after implantation, reducing the patients vision from 6/12 to 6/36. The patient medical history received states that the patient has fuch's dystrophy. The patient underwent a combined phacoemulsification and dsek procedure in the left eye on (B)(6) 2008. On (B)(6) 2008 the patient was required to undergo re-bubbling of left dsek during which sf6 gas was introduced into the eye. The patient required a further two procedures in the post-operative period: left astigmatic keratotomy on (B)(6) 2009 and left upper lid ptosis repair on (B)(6) 2016. Rayner ifus contraindicate "active ocular diseases" and "corneal decompensation or endothelial insufficiency". The c-flex 570c iol was explanted on (B)(6) 2019. The healthcare facility has confirmed that the lens has been retained post explant and arrangements are currently being made to have the lens returned to rayner for analysis. The lens will undergo structural and ultrastructural analysis (light microscopy and energy dispersive x-ray fluorescence spectroscopy (edx)) and the results of the device analysis will be provided in a follow-up report. The patient's complicated medical history, repeat procedures and presence of gas/air in the eye are all likely contributory factors to the development of opacification in this case. The calcification of hydrophilic iols has been categorised in published literature in to two types; primary and secondary (plus a third for those "incorrectly determined" cases). Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufactures have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects manufacturers of hydrophilic iols and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa)1, multifactorial 6, high phosphate content ophthalmic viscoelastic devices 6, repeated exposure to intracameral air 4, raised intraocular pressure 4, excessive post-operative inflammation 4, complicated, traumatised eyes 2, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures 3, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions 5. References: (B)(6). A dhital et al. Calcification in hydrophilic intraocular lenses associated with injection of intraocular gas. American journal of ophthalmology: 2012; jun;153(6):1154-60. L werner et al localised opacification of hydrophilic acrylic intraocular lenses after procedures using intracameral injection of air or gas: 2014: vol 41, issue 1, p199-207. P. Morgan-warren et al. Opacification of hydrophilic intraocular lenses after descemet stripping automated endothelial keratoplasty. Clinical ophthalmology. 2015:9 277-283. De cock r et al. Calcification of rayner hydrophilic acrylic intra-ocular lenses after descemet's stripping automated endothelial keratoplasty. Eye (lond). 2014; 28(11):1383-1384. Walker nj et al. Calcification of hydrophilic acrylic intraocular lenses in combined phacovitrectomy surgery. J refract surg 2010; 36:1427-1431.

Event description:
On (B)(6) 2019, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of a c-flex 570c. The event description provided states that opacification of the c-flex 570c was observed for the first time on (B)(6) 2017, nearly 10 years after implantation, reducing the patient's vision from 6/12 to 6/36.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. Opacification of the c-flex 570c iol was observed for the first time on (B)(6) 2017, nearly 10 years after implantation, reducing the patients vision from 6/12 to 6/36. The patient medical history received states that the patient has fuch's dystrophy. The patient underwent a combined phacoemulsification and dsek procedure in the left eye on (B)(6) 2008. On (B)(6) 2008 the patient was required to undergo re-bubbling of left dsek during which sf6 gas was introduced into the eye. The patient required a further two procedures in the post-operative period: left astigmatic keratotomy on (B)(6) 2009 and left upper lid ptosis repair on (B)(6) 2016. Rayner ifus contraindicate "active ocular diseases" and "corneal decompensation or endothelial insufficiency". Analysis of the explanted iol was completed by a third party independent laboratory on 1st november 2019. Scanning electron microscopy revealed crystalline structures that would be observed following deposition of the mineral calcium phosphate. Energy dispersive x-ray (edx) revealed that carbon (c) was the main element of the sample, consistent with the material of the acrylic iol. The mineral calcium is also present in the spectroscopy. Analysis confirms calcification of the iol. The patient's complicated medical history, repeat procedures and presence of gas/air in the eye are all likely contributory factors to the development of opacification in this case. The calcification of hydrophilic iols has been categorised in published literature in to two types; primary and secondary (plus a third for those "incorrectly determined" cases). Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufactures have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects manufacturers of hydrophilic iols and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa)1, multifactorial 6, high phosphate content ophthalmic viscoelastic device s6, repeated exposure to intracameral air 4, raised intraocular pressure4, excessive post-operative inflammation 4, complicated, traumatised eye s2, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedure s3, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions5. References: mhra alert mda/2010/008. A dhital et al. Calcification in hydrophilic intraocular lenses associated with injection of intraocular gas. American journal of ophthalmology: 2012; jun;153(6):1154-60. L werner et al localised opacification of hydrophilic acrylic intraocular lenses after procedures using intracameral injection of air or gas: 2014: vol 41, issue 1, p199-207. P. Morgan-warren et al. Opacification of hydrophilic intraocular lenses after descemet stripping automated endothelial keratoplasty. Clinical ophthalmology. 2015:9 277-283. De cock r et al. Calcification of rayner hydrophilic acrylic intra-ocular lenses after descemet's stripping automated endothelial keratoplasty. Eye (lond). 2014; 28(11):1383-1384. Walker nj et al. Calcification of hydrophilic acrylic intraocular lenses in combined phacovitrectomy surgery. J refract surg 2010; 36:1427-1431.

Event description:
On 28th august 2019, rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred following implantation of a c-flex 570c. The event description provided states that opacification of the c-flex 570c was observed for the first time on (B)(6) 2017, nearly 10 years after implantation, reducing the patients vision from 6/12 to 6/36.